Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that patient was advised to register with stryker. She is experiencing pain. Patient states that she has not been to see her surgeon yet.